Event description:
It was reported that during a da vinci si hysterectomy procedure there was no video displayed on the right side monitor of the surgeon console. The issue was resolved by replacing the camera cable, however, the customer then experienced no video on the left side monitor. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the right side vision issue was associated with the camera cable and the left side vision issue was associated with the double camera controller (doco). The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The dr refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected camera cable and doco. The camera cable and doco were returned to intuitive surgical for failure analysis investigation. During internal evaluation, engineering was able to replicate the reported failure modes. Open pins were found on the camera cable and engineering determined that the left ccu had malfunctioned on the doco. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.